Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2010 according to the information received, a physician reported a possible bowel perforation after use of peristeen anal irrigation. 48 hours after the anal irrigation the patient experienced fever, shivers and abdominal pain syndrome. The patient was admitted to the hospital and a CT examination revealed a pararectal abscess. The patient underwent surgical percutaneous abscess drainage and was treated with antibiotics. A rectal perforation was suspected by the reporting physician but this was not confirmed by the surgeon. The patient has non-systematic rectorrhagia as sequela.

Manufacturer narrative:
A medical review was performed by coloplast. According to the instructions for use (IFU) for the peristeen device, bowel perforation is a very rare complication. The user is instructed to contact a health care professional if during or after the anal irrigation the user experiences severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. As with other invasive procedures like endoscopy it is not possible to eliminate the risk of bowel perforation. According to the literature and post-marketing experience risk factors include underlying diseases and treatments leading to weakening or obstruction of the bowel. This is addressed in the IFU and the user is instructed to consult and get thoroughly instructed by a health care professional before using the product. A bowel perforation can also occur if the procedure is not performed in accordance with the IFU. Therefore the IFU includes the information that anal irrigation should only be initiated after instructions from a health care professional. There is no indication that the injury is caused by any malfunction, failure or deterioration in the characteristics and/or performance of the product.